Manufacturer narrative:
(B)(4). Date sent: 6/28/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was connected to a test hand piece and functionality tested on a gen11. No continuous activation occurred at any time during functional testing. The device was analyzed, and it was determined that the eeprom was found to be corrupted. (Instrument eeprom read verification mismatch). This resulted in the disabling of the device and in an alert screen displayed by the generator indicating to replace the instrument / no uses remaining / restart generator. The device was disassembled to inspect the internal components and no anomalies were noted. Our manufacturing process has been identified to be the possible cause of the eeprom issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: v9449a. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic colostomy reversal, after using the device, it was laid down on the patient. The device activated by itself with no one touching it. The error message two switch activation was displayed. The device was used with a second generator and the same error message displayed. The disposable device was replaced with a like device and the procedure was completed with no patient consequences.